Event description:
It was reported the patient has felt ineffective stimulation coverage in his foot since his implant. It was reported the patient discussed a revision procedure with his surgeon but the patient has not decided whether to pursue this course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.